Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized. The customer had been disconnected from the pump. The contact declined to provide further information regarding the customer and the event.